Event description:
Additional information indicated that a revision procedure was performed. The shock impedance measurements were greater than 125 ohms. All other parameters of the device were within normal limits. The defibrillation lead was disconnected, cleaned and re-attached tot he device. The leads were re-tested through the device and all parameters were within normal limits.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that an xray was performed; however, it was inconclusive. The field representative indicated that the physician plans to continue monitoring the patient and has programmed the device to monitor only. It was noted that the physician is not concerned with the patient not having therapy programmed on.

Event description:
Boston scientific received information, via a latitude red alert, that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurements greater than 125 ohms. Additional information has been requested; however, no further information is currently available.